Event description:
Caller states that the customer had hypoglycemic symptoms, but was unable to test on the active s meter due to a power issue. Caller called accu-check customer care with meter issue, and customer still had symptoms of shakiness. As a result of the call, caller went to the pharmacy to obtain another accu-chek meter, but was given a trutrak meter instead due to lack of stock of the accu-chek meter. Caller returned home and tested the customer at 47 mg/dl. Caller treated the customer with orange juice and sugar, and customer appeared to be incoherent. Caller called paramedics, who tested the customer at 60 mg/dl and treated customer with a shot of glucose. The paramedics retested the customer at 90 mg/dl after treatment. Caller reports that the customer currently feels fine. Requested return of suspect device and replacement was sent.

Event description:
It was reported that there was no improvement in the pt's seizure frequency with vns therapy. It was reported that the pt had "improved functioning".